Manufacturer narrative:
Concomitant medical products: evaluation determined that a cutter device was stuck inside the attachment device; therefore, this device has been added in the concomitant section. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of excessive heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that a cutter device was stuck in the attachment device not allowing pretest to be completed. The device was taken apart and found that the bearings were worn out and the inner race of the worn out bearing was slipping on the cutter causing the cutter to gall and get stuck in the attachment. It was determined that this was due to component damage and worn out bearings from normal use and servicing over time. This issue is consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the attachment device was heating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.